Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 200 ohms. Technical services (ts) reviewed device data and indicated that this was associated with a proximal coil anomaly and recommended programming changes. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 200 ohms. Technical services (ts) reviewed device data and indicated that this was associated with a proximal coil anomaly and recommended programming changes. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.